Event description:
Pt had silicone gel implants inserted 11/12/90. Recently, per the operative report, her right breast began to rise. This was contributed to class ii capsular contraction. On the left side she had a minimal class I capsular contraction. On 2/29/96 open capsulectomy; exchange of implant right and open capsulotomy; exchange implant left was performed.